Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was unpacked during preparation for a ureteroscopy procedure. According to the complainant, the straight edge seal opposite the v-shaped seal of the plastic package was compromised. When the package was hung on a peg board, the device fell out of the package from the unsealed side. The physician completed the procedure with another uromax ultra balloon dilatation catheter. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. The device was returned within its packaging tray and sealed in its inner pouch packaging. Visual examination of the device revealed that the seal of the outer pouch opposite the chevron seal (v-shaped side) was open. The chevron seal was intact. Examination of the outer pouch revealed that the packaging had been sealed as there was an impression 4 mm in depth along the bottom of the blue printed tyvek pouch. Handling damage contributed to this event.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was unpacked during preparation for a ureteroscopy procedure. According to the complainant, the straight edge seal opposite the v-shaped seal of the plastic package was compromised. When the package was hung on a peg board, the device fell out of the package from the unsealed side. The physician completed the procedure with another uromax ultra balloon dilatation catheter. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine."